Event description:
It was reported that (2) devices were used during a pneumonectomy. It was reported by the affiliate that the tim20 instrument closure mechanism is hard to action. A lot of strength must be used in order to apply the clip. A second device broke after having applied the 20 clips and cannot be recharged. There was no consequence to the pt.